Event description:
It was reported by service report that the fowler drifts with weight. The customer reported that they did not know if there was any pt involvement;; however, no adverse consequences were reported.